Manufacturer narrative:
The technician found that the slide bars were missing on the side rails. The technician replaced the slide bars and the side rails functioned properly. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the left and right side rails were not staying in the up position and could not be latched. No patient impact.